Manufacturer narrative:
The reported product was not returned for investigation. Therefore it is not possible to confirm the reported problem or determine the root cause to it. Please note, this event is being filed as a retrospective MDR as a result of a review of our complaint database.

Event description:
It was reported that leakage was noticed during use of a picco monitoring kit on a patient. No known impact or consequences to patient. (B)(4).